Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device repeatedly tested positive for following bacteria during surveillance culturing tests at the facility: on (B)(6) 2018, the instrument channel of the subject device tested positive for serratia marcescens (>150cfu/100ml). The test result indicated no microbial growth for the air/water channel; on (B)(6) 2018, the instrument channel tested positive for serratia marcescens (>100cfu/100ml).and the suction channel tested positive for bacillus spp.(1cfu/100ml). It was reported that the user facility had reprocessed using a non-olympus endoscope reprocessor (soluscope 4) with peracetic acid. There was no report of patient infection associated with the event.